Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, air was noted in the tubing distal to the pump with no pump alarm. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.